Event description:
Lead and another model were removed from service because of "multiple counting." This was noted when "pushing on the ventilator." The leads were capped and reamin implanted. Implant date-3/23/92. Removed from service-10/11/94. Total implant time-30 mo.